Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when taking scans on a patient the image quality was grainy. The team was also near the imaging system on site and decided to scan the patient using that imaging system and the image quality was better. No impact on patient outcome. There was no delay. Technical services (ts) walked the site through completing the fluoro/rad gain calibrations and ts was unsure when they had last been completed. 2021-oct-24 e1 (rep): no new information.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that could not reproduce the poor image quality in their 3d scans. Reviewed previous scans and they had one grainy image approximately six patients ago. Verified detector alignment, performed all gain calibrations twice, and confirmed 3d iq. All images exceeded specifications. Spoke with user and found out they only have three imaging beds and use regular neuro beds with metal rails and supports when they have a lot of cases going at the same time. He suspects they were using a metal neuro table during the grainy scan. Issue is fully functional.. The imaging system then passed the system checkout and was found to be fully functional. B01, c19, d14 applicable codes. If information is provided in the future, a supplemental report will be issued.